Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out of infusion set when priming instead of drip. The customer blood glucose level was unknown. The edge of insulin pump was discolored. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received stained end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).